Event description:
A report was received from the clinical study indicating that during the index procedure, the patient experienced insufficient flow following stent placement. Post dilatation was conducted with a 3.5x8mm balloon at 16 atms. Additional information regarding this event has not been forthcoming despite multiple investigational attempts.

Manufacturer narrative:
The patient was randomized to the clinical study in 2006. The primary indication for the procedure was stable angina pectoris. The target lesion was the proximal right coronary artery. The lesion was de novo, 5mm in length, and moderately calcified. The reference vessel diameter was 3.5 mm. Pre-procedure diameter stenosis was 70% and pre-procedural timi flow was grade iii. Lesion treatment included implantation of a 3.5 x 8mm cypher sirolimus-eluting coronary stent. Post-procedure diameter stenosis was 10%. Post-procedure timi flow was grade iii. The product remains implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.